Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose (bg) in the 420 mg/dl range. Pump supplies were changed and bg lowered to the target zone.